Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms the device broke into four pieces. All pieces were returned for evaluation. The instrument was manufactured in 2014. The device exhibits signs of significant use and wear. A medical investigation was conducted and this case reports that the end of the short depth gauge 2.4mm/2.7mm screw broke off during use inside the patient. Per complaint description, all pieces were recovered, and the procedure was completed using a backup device, with no delay or patient injury. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during procedure the end of the short depth gauge 2.4mm/2.7mm screws broke off while it was being used inside of the patient. All the pieces were recovered. The surgery was completed with an s+n backup device. No surgical delays were reported.